Manufacturer narrative:
According to the information received from the field, the lack of benefit with the device is due to the absence of channels available for stimulation. In fact, only five channels could be inserted into the cochlea at implantation due to ossification and these five channels now show high impedance because of undetermined reasons. In addition, the recipient has facial nerve paresis, although no complication was observed during surgery involving the facial nerve. A posterior canal wall reconstruction followed by infection in 2018 might have contributed to the reported symptoms. However, an exact cause for the facial nerve paresis could not be determined. Further medical intervention was planned however no information has been received.this is a final report.

Event description:
The recipient has no auditory perception with the device and there is facial nerve paresis. The insertion of the electrode array was difficult during implantation due to cochlear ossification. Only a partial insertion was achieved, and x-ray performed after surgery showed only 5 contacts in the cochlea. Stimulation on all channels yields no sound impression. The facial nerve paresis is present since the implantation of the current device and the facial nerve currently is not functioning at all on that side; stimulation has no influence on this. During the surgery no complications involving the facial or auditory nerve were noted. The recipient was scheduled for follow-up appointment, but no further information has been received despite requested.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient has no auditory perception with the device and there is reported facial nerve paresis. There was difficulty with insertion of the electrode array during implantation due to cochlear ossification. Only a partial insertion was achieved. X-ray performed after surgery showed only 5 contacts in the cochlea. It was reported that the facial nerve paresis is present since the recent surgery.